Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 abdominal aortic aneurysm. It was reported that during the index procedure during deployment of the ipsilateral leg of the right main body, angiography was performed, however, the bifurcation of the right internal iliac artery was not clearly visible. After marking the bifurcation, the leg was deployed and it was found that the leg had been placed more distal than expected. The bifurcation of the internal iliac artery was covered by about a half stent. The blood flow remained. As per the physician the cause of the event was user error. The device should have been deployed more proximally. No clinical sequelae were reported and the patient is fine.